Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Per the physician, the cause of the perforation was orbital atherectomy treatment being performed too distal in a smaller vessel. The cause of the patient's death was the perforation. Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a surgical turn down patient, in the mid left anterior descending artery. After four treatment passes, a vessel perforation occurred and the oad was removed from the patient. The guide wire was inadvertently pulled back and was unable to re-cross the lesion. A balloon was inflated proximal to the perforation to stop flow, however it was unsuccessful and the patient coded. The patient was intubated as a pericardial tap procedure was performed, which removed a minor amount of fluid. An echocardiogram was performed and defibrillator was used, however the patient expired.